Event description:
When verifying each instrument, the "distance to divot" did not reach 2 mm or less from any angle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported there was an inaccuracy of 3 mm. The type of registration was trace registration. The inaccuracy occurred while navigating. All instruments were inaccurate except the registration probe. The surgery proceeded by using a relatively good precision suction. It was also reported that the straight suction was unable to be verified. The curved suction 70 and 90 level was just barely verifiable. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.